Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42 warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119 avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126 warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was violently vomiting and had severe lower abdominal cramping (scale 1-10) patient was at scale 11 for pain and it went on for 10 hours from 2am -noon. They think the cannula did not go in; thus unsure properly inserted and then looking at the pod they noticed there was a bent in the cannula. Patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod for longer than 48 hours on the infusion site (right side abdomen). On tuesday (B)(6) the patient work up at 2am, felt sick and was violently vomiting, 8am-8:30am they left the house to go to the hospital, 10am patient was admitted and stayed until wednesday till 4-5pm. The patient was treated with salt water, sugar water drip, insulin drip, pain medication through drip called fentanyl. Two doses of the pain medication was given and it helps with the pain of stomach cramps. Insulin suspension between the hours 12pm- 2pm and 2 hours after that they deactivated the pod. Patient¿s history: 2am- high & bolus 10 units , 4am- high & bolus 10 units , 6am- all read high , bolused 10 units each time that it read high , last bg level from 2am and around 10:30pm -357 mg/dl, 3:15pm administered 15 units around 350 mg/dl -357 mg/dl.

Manufacturer narrative:
No bends or kinks in the soft cannula were observed. No issues were found that would indicate the pod was not delivering insulin. There was no evidence that the cannula was not properly inserted.